Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source and failure to complete its internal self test was due to a defective main circuit board (pcb) and pneumatic block (pb). The main pcb and pb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. It was also reported that the astral failed to complete its internal self test. There was no patient injury reported as a result of this incident.